Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus could not be calibrated. The status of the programmer was unknown. No patient complications have been reported as a result of this event.